Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice device for automated peritoneal dialysis therapy and returned it to the (B)(4) facility. The device was determined to meet specifications relative to the iipv identified during device log review. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the iipv. The assignable cause of the iipv - adult encountered in the device logs was determined to be insufficient drain- one or more cycle's advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Two increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 1 of 2. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2000ml. The drain volume was 4107ml. This volume meets baxter's iipv criteria.